Manufacturer narrative:
Complete information from section a1 patient identifier: sid (B)(6) the complaint investigation for false reactive alinity s anti-hbc results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 43073be00 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A review of field data for alinity s anti-hbc was performed. Overall reactive rates of ln 6p06-55, lot 43073be00 across hemepar, applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. The alinity s anti-hbc %specificity (assuming 0 prevalence) cannot accurately be determined to compare product performance because of the higher prevalence of the anti-hbc marker for past hepatitis b infections observed within some populations, and even in the group of healthy wb donors. The reactive rate performance of alinity s anti-hbc in brazil and at hemepar is consistent over time (not indicating a time-based trend). Additionally, in this same region, the performance of lot 43073be00 is comparable to previous lots used. For the whole blood and plasma monitoring group, the performance for lot 43073be00 is within product requirements and comparable to other lots analyzed in the comparison. For the customer and their peer sites, the performance for lot 43073be00 is comparable to other lots analyzed in the comparison. Based on the investigation, no systemic issue or deficiency of the alinity s anti-hbc for lot 43073be00 was identified.

Event description:
The customer observed false reactive alinity s anti-hbc results for one patient. The following data was provided: sid (B)(6) (B)(6)2023 initial alinity s anti-hbc result 1.03 s/co, repeated 1.08 / 1.06 s/co (lot 43073be00), repeated 0.90 / 0.91 s/co (lot 45291be00) 12jun2023 architect results initial result 0.59 s/co, repeated 0.60 and 0.71 s/co (nonreactive). No impact to patient management was reported.

Event description:
The customer observed false reactive alinity s anti-hbc results for one patient. The following data was provided: sid (B)(6). (B)(6) 2023 initial alinity s anti-hbc result 1.03 s/co, repeated 1.08 / 1.06 s/co (lot 43073be00), repeated 0.90 / 0.91 s/co (lot 45291be00). (B)(6) 2023 architect results initial result 0.59 s/co, repeated 0.60 and 0.71 s/co. (Nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Complete information from section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.